Manufacturer narrative:
Section d3, g1 and g2: corrected data. No further information was provided.

Manufacturer narrative:
Approximate age of device - 5 years & 8 months (calculated by taking difference between the manufacturing date and the date of the event). Manufacturer's investigation conclusion: the reported event of a motor disconnected alarm during wet lab testing of the motor was not confirmed. The centrimag motor was not returned for analysis. No log files or photos were submitted for review. The root cause for the motor disconnected alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During wet lab testing and using a mock loop, the extracorporeal circulatory support device failed the wet test on (B)(6) 2019. The alarm that was displayed was motor disconnected. There was no patient involved. The unit will be returning for repair. No additional information was provided.